Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate hv therapy for supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were recommended. Patient will be monitored normally.